Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pain around implanted device. It was further reported by the patient that the device was not working correctly. The device was explanted. No further patient complications have been reported as a result of this event.